Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also stated moisture was present on the screen. The customer's blood glucose was 367 mg/dl at the time of the call. It was also reported fluid was present under the lcd display. The customer declined to return the insulin pump at the time of the call.